Event description:
It was reported that the device therapy connector was damaged. The reported issue could affect the device ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy connector part number information. The customer confirmed that after replacing the therapy connector, proper device operation was observed through function and performance testing. The device was repaired and returned to use. The removed therapy connector assembly will not be returned to physio-control. Hence, further cause of the reported issue could not be determined. The removed therapy connector will not be returned to physio-control for further evaluation.